Manufacturer narrative:
The returned touchscreen was tested, and ul_lr and ur_ll resistance are out of specifications. Faults are found on this returned touchscreen.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31dec2020.

Event description:
The customer reported a failed touchscreen. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.